Event description:
It was reported that the smiths medical pump alarmed no disposable pump won't run. Pump settings: res vol 89.8 ml, rate 2.3 ml/hr, given 7.45 ml. Air in line was noted. The patient was not affected.